Event description:
The surgeon decided to place pelvic bolts to secure the construct at the l3/4/5/s1. The surgeon does not use open connectors, as he prefers to bend the rod and keep a low profile construct. This necessitates placing the pelvic bolt using fluoroscopy and multiple adjustments of the bolt. The surgeon struggled to re-engage the screw inserter with the bolts in situ and so we swapped to the t25 driver intermittently. The pelvic bolt was repositioned multiple times to get the correct trajectory. Upon placement of the rod it was noted that the bushing in the tulip was blocking the rod from seating in the tulip. The 8.5x100 screw was removed and an 8.5x90 pelvic bolt was used in replace, as there was not another 100mm in the set.

Manufacturer narrative:
Evaluation the device history records and the returned implant revealed no manufacturing, processing or design related irregularities. The arsenal polyaxial screw was found to be properly manufactured and released according to design specifications. Visual inspection found that the bushing had rotated and will no longer allow a rod or set screw to be secured within the tulip/head causing the implant to be unusable. Under magnification multiple score marks and major damage to the internal hexalobe feature of the bone screw were clearly visible. It was also noticed that the bushing had been rotated while compressed in the head of the screw causing deformation and finally detachment from the polyaxial screw assembly. The evidence suggests that the failure occurred due to the surgeons struggle to reengage the screw inserter during the multiple repositioning of the pelvic bolt in order to get the correct trajectory. The arsenal spinal fixation system is intended for posterior, non-cervical, spinal fixation as an adjunct to fusion for the treatment of degenerative disease, deformity, and trauma indications. The arsenal system consists of a variety of shapes and sizes of rods, screws, and connectors that provide temporary internal fixation and stabilization during bone graft healing and/or fusion mass development. The screws and connectors are manufactured from surgical grade titanium alloy (ti-6al-4v eli). The rods are available in commercially pure titanium, titanium alloy, and cobalt chrome (cp ti grade 4, ti-6al-4v eli, and co-28cr-6mo).